Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 19660463, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the patient had inadequate stimulation. The patient underwent an explant procedure.